Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 7 of 7 devices were returned for evaluation. Evaluation of 7 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 7 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in the any of the events.